Event description:
Per the audiologist's report, the electrode lead of the patient's device extruded and eroded the skin flap. The surgeon explanted the receiver/stimulator. He planned to reimplant the patient after the skin flap had time to heal.

Manufacturer narrative:
This type of event is addressed in the device labeling.